Event description:
It was reported that the compressor was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed and the issue has been resolved by replacing maintenance kit 10000h by third-party. Moreover, the sticker on the upper of the unit has been applied in order to pay attention for the water level in drainage bottle. The drainage bottle must be checked regularly and emptied when necessary. The higher the degree of humidity in the ambient air, the quicker the bottle fills. The compressor mini must be serviced at regular intervals by personnel trained and authorized by maquet. During preventive maintenance drainage bottle should also be checked. The device was delivered to the user in working condition. The cause of the issue was related to usability and the root cause was established as design (labeling). The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. Previous manufacture date: 12/04/2017 corrected manufacture date: 10/21/2017. Corrected usage of device: reuse h3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).